Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events occurred due to the image sensor unit (disconnection, etc.) Or breakage of the mounting components (such as the chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: "preparation and inspection 3.8 inspection of the endoscopic system [inspection of the endoscopic system] confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced video image defect. The event occurred during inspection for use. The intended therapeutic procedure was completed using a similar device. There was no delay. During testing and inspection of the returned device, it was discovered that the b30 scope communication error occurred, and no scope ID data occurred. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of video defect. Compromised image (blur / abnormal color tone / partial loss of image / etc.) Was confirmed. Due to damage on the charged cabled device unit (ccd) unit, a b30(scope communication error) occurs. Additionally, the following findings were also identified, and are as follows: due to damage on insertion pipe, insulation resistance value does not meet the standard value, the bending section cover had a scratch, adhesive on bending section cover had a chip, the video connector was damaged, video connector was deformed, due to damage on lock engagement lever (fe lever), the bending section could not be fixed firmly, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.